Event description:
I work a (B)(6) in (B)(6). We received usp carbon dioxide at my facility from norco based out of (B)(6). These cylinders had multiple issues, including multiple batch. Lot numbers belonging to airgas and matheson and trigas as well as other medical supply company labels. Improper marking and labeling at medical gases in a severe issue, which could turn deadly. FDA safety report ID# (B)(4).